Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time(B)(4)

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test and excessive no delivery alarm test could not be performed due to the motor error alarm. No motor encoder position error alarm could be confirmed due to an overwritten history file. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube window.

Event description:
It was reported the customer received a no delivery alarm while attempting a bolus delivery. Customer attempted to clear the alarm several times, but received a motor position encoder error alarm instead. Customer stated they may have exposed their insulin pump to a high magnetic field. The customer's blood glucose was 130 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.